Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise events were observed during a device follow-up. The cause of noise was undetermined. No further information is available.